Event description:
It was reported that the patient called in due to power issues. The company representative had the patient unplugged the power cord from the wall outlet and the communicator for thirty seconds. A new power cord was sent but the issue persisted. The company representative verified that a recent storm or power outage occurred. The communicator was plugged into a working outlet. The patient advocate called back and confirmed that the power cord melted. As a result, the power cord was returned for analysis. No additional adverse patient effects were reported. The product investigation was performed and the reported product allegation was confirmed. The returned power adapter's blade adapter plate had a bulged, melted area next to one of the power blades and that power blade was loose. The product analysis noted that this is an induced condition from a storm or power outage.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product analysis indicated that the allegation against the power cord was confirmed. The power adapter's blade adapter plate had a bulged, melted area next to one of the power blades. This supplemental report is being filed to correct the g4: bsc aware date, h3: device evaluation by manufacturer and device not eval by MFR code and h10: additional MFR narrative. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the communicator has a power anomaly. The patient advocate advised that the power cord. A boston scientific company representative verified that the light on power brick was on but there was no lights on the communicator. The company representative advised the patient that a new communicator and a return label will be send to the patient's address. The communicator was deactivated. No adverse patient effects were reported.